Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - did the needle fall into the patient? Unk. If so, was the needle retrieved during the same procedure? What measures were implemented to retrieve the needle? Was there any additional tissue damage resulting from the search for the needle? - does the needle remain in the patient¿s tissue? Unk. If so, is there any plan in place to remove the needle in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the needle located? What is the surgeon's opinion of the potential consequences for the patient? - could you kindly provide the lot number, please? Unk. - please provide the source or name of person providing answers to follow-up questions: (B)(6). The following information was received: -a search by an x-ray was conducted. -there are no problems with the patient's current condition. The sales rep had an interview with head nurse (B)(6) around 4:30 p.m. On monday, (B)(6). He explained that, as the qa staff had told the sales rep, although they were checking with the vision system, it was not possible to say with 100% certainty that there are no excess or shortage of thread or needles. If that's the case, then since they searched for only this many and could not find it, they recognized the possibility that one was already missing, and he would also explain this to professor (B)(6). He said that they would always count the number of needles before using them from now on. -the needle was not found on the x-ray. -the doctor believes that if it can't find even after searching this much, then there was probably one needle missing from the beginning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a coloproctology procedure on (B)(6) 2025 and suture was used. It was reported by a sales rep that, the needle of vcp772d was lost during a coloproctology surgery on friday. They searched until around 11p.m. But couldn't find it. The first-year nurse was a scrub nurse, so they did not check beforehand, but it is possible that there were not necessarily eight needles. The customer asked the sales rep how they were confirming and verifying that there were eight needles at the time of shipment. As a response to the complaint, the sales rep explained the need for patient x-rays and the possibility of needles remaining. A search by an x-ray was conducted. The needle was not found on the x-ray. The doctor believes that if it can't find even after searching this much, then there was probably one needle missing from the beginning. The sales rep had an interview with head nurse (B)(6) around 4:30 p.m. On monday, (B)(6). He explained that, as the qa staff had told the sales rep, although they were checking with the vision system, it was not possible to say with 100% certainty that there are no excess or shortage of thread or needles. If that's the case, then since they searched for only this many and could not find it, they recognized the possibility that one was already missing, and he would also explain this to professor (B)(6). He said that they would always count the number of needles before using them from now on. It was a control release needle. No sample will be returned. There are no problems with the patient's current condition. There were no adverse consequences to the patient. Additional information was requested.